Manufacturer narrative:
It was reported that during the procedure, a powerflex extreme percutaneous transluminal angioplasty (pta) balloon catheter ruptured after it was re-positioned and inflated to twenty atmospheres (20 atm). Initially the balloon had been inflated to a rated balloon pressure (rbp) of 20 atm one time and the subsequently deflated. After the balloon ruptured, it was safely removed and no harm occurred to the patient. The procedure was able to be completed successfully with another powerflex extreme balloon of the same size. The lesion was not heavily calcified, with only minor calcium. The patient had typical vessel tortuosity. The rate or stenosis was 70%. The product was stored and handled according to the instructions for use (IFU). The balloon was prepped according to the instructions for use (IFU). The device prepped normally (i.e. Maintained negative pressure). There was no difficulty advancing the balloon catheter through the vessel. The balloon deflated normally the first time and there were no abnormalities observed. The product was removed intact (in one piece) from the patient through the sheath. The patient was successfully treated no further complications. The device was not returned for analysis. A device history record (DHR) review of lot 17521813 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported balloon burst-at/below rbp (peripheral) could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of minor calcification and 70% stenosis may have contributed to the reported event. According to the instructions for use balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in-vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.

Event description:
It was reported that during the procedure, a powerflex extreme percutaneous transluminal angioplasty (pta) balloon catheter ruptured after it was re-positioned and inflated to twenty atmospheres (20 atm). Initially the balloon had been inflated to a rated balloon pressure (rbp) of 20 atm one time and the subsequently deflated. After the balloon ruptured, it was safely removed and no harm occurred to the patient. The procedure was able to be completed successfully with another powerflex extreme balloon of the same size. The lesion was not heavily calcified, with only minor calcium. The patient had typical vessel tortuosity. The rate or stenosis was 70%. The product was stored and handled according to the instructions for use (IFU). The balloon was prepped according to the instructions for use (IFU). The device prepped normally (i.e. Maintained negative pressure). There was no difficulty advancing the balloon catheter through the vessel. The balloon deflated normally the first time and there were no abnormalities observed. The product was removed intact (in one piece) from the patient through the sheath. The patient was successfully treated no further complications.

Manufacturer narrative:
There is no impact to the complaint conclusion. No further actions are required.